Event description:
It was reported that while performing a left atrial flutter ablation, a severe pericardial effusion/tamponade occured. It was noted that while mapping an ablating, the pt's blood pressure started dropping. Approx 40 rf applications took place. Four hundred and fifty (450) cc of fluid was drained from the pericardial space. No steam pop was identified. The pt was being monitored. Prognosis was said to be satisfactory.

Manufacturer narrative:
The customer was contacted by biosense webster field service engineer. The hospital staff stated that the event was not caused by bwi equipment. The customer declined service.